Manufacturer narrative:
It was unclear what ins this event related to. For the other ins, see manufacturer report #3004209178-2016-05995.

Event description:
The manufacturer representative (rep) reported that an error code with commas and colons was seen when interrogated with the clinician programmer. It was noted that the patient had another device near the spinal cord stimulator (scs) and the rep was unsure if this was the cause. Stimulation was off and the battery was at 2.64 volts. When stimulation was turned on, a sound was heard by the patient. The rep did not hear a sound. It was recommended to keep the ins on for 15 minutes and to re-measure the battery voltage. The patient programmer (pp) would not communicate with the ins. Additional information received from the rep reported that the implantable neurostimulator (ins) was not working. The patient was not feeling stimulation. Contacts 6 and 7 were greater than 4000 ohms. Replacement options were discussed. Additional information received from the rep in response to follow-up reported that the possible interference/unknown error code was resolved by determining that the patient had been using the wrong pp. Using the correct pp resolved the error code. Indications for use were rsd/causalgia-complex regional pain syndrome and complex regional pain syndrome type 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.